Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has ECG fault. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that ECG has issue. There was no patient involvement. Multiple attempts were made to obtain the device evaluation, repair, and operational status with no approval from the customer. Philips is unable to confirm the final disposition of the device because the customer rejected repair service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.